Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported patient effect of hypersensitivity, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: correction of date of event.

Manufacturer narrative:
The device remains in the anatomy and is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Date of event: estimated date.

Event description:
It was reported that the patient had a starclose se clip implanted. Reportedly, the patient is having "problems" and was tested for allergies. The patient was patch tested to titanium (IV) oxide-pet-0.1%, titanium nitride-pet-5%, titanium (iii) oxalate decahydrate-pet 5% and titanium-pet-1%. The patient was positive to one of the 4 titanium patches. No additional information was provided.